Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.

Event description:
Self-tester reported: protime inr 1.4; therapeutic range: 2.0 to 3.0. Customer reported generating inconsistent results with protime instrument. No adverse reactions/events observed. Customer awaiting lab results, no changes made to treatment.